Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump was tested with no missing segments or partial display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and severely scratched display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had experienced high blood glucose, partial display and pump exposed to fluid. The customer¿s blood glucose level was 340 mg/dl. Customer performed to troubleshoot and stated screen obscured, something spilled on it and cannot see anything on the screen. The customer stated little crack in the glass. Customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with no missing segments/partial display noted. Device received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window and severely scratched display window noted. No moisture damage on electronics and motor assembly noted.